Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device and verify performance. The fsr reported running ventilator on battery test settings for one hour and found no faults. The fsr reported the device passed all performance checks and runs according to factory specifications.

Event description:
The customer reported a patient died on this vela ventilator. The customer reported according to the respiratory therapist the ventilator is ok and there is no other additional information provided. The customer reported they are requesting a vyaire field service representative to check on this device and make sure there are no issues.